Event description:
Complainant alleged that during functional testing, the device did not respond to the front panel controls. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attibuted to an interconnect cable not seated properly. The connection was reworked to resolve the report. The device was recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.